Event description:
The customer reported that erroneous neutrophil (ne) %, lymphocyte (ly) % results with instrument generated flags were generated from a coulter lh 500 hematology analyzer and a coulter lh 750 hematology analyzer for one patient's sample on multiple days. This report is one of three and represents the erroneous ne% and ly% results generated from a coulter lh 500 hematology analyzer for one patient on (B)(6) 2011. The customer indicated erroneous white blood cell count results were also generated however this could not be substantiated based upon the data provided by the customer. The erroneous results were accompanied by instrument generated flags which required the review of the results per laboratory practices. The sample was repeat tested on the same instrument with consistent results and instrument generated flags. Manual differential testing was performed on the sample. The ne% and ly% results, were different from the initial and repeat results. The manual differential results were regarded as valid and a corrected report was issued. The erroneous ne% and ly% results were reported out of the laboratory however there are no reports of death, serious injury or modification to patient treatment associated or attributed to this event. Beckman coulter inc. Assessment of customer supplied data indicated that the instrument was within quality control specifications with respect to controls (accuracy) and reproducibility (precision). Controls were run before and after this event and recovered within assay limits. The patient specimen was collected in a vacutainer tube. Patient raw data for this event was not provided by the customer.

Manufacturer narrative:
(B)(6). Service was dispatched to the site on (B)(4) 2010 for this event. The field service engineer (fse) reviewed patient data and flagging. He assisted with instrument software issues and verified the instrument's operation. The instrument was returned back into service after the completion of necessary and verified repairs. Root cause for the erroneous test results is unknown. Root cause of the reporting of the erroneous results is use error. There were instrument generated flags to alert the operator to review results. As part of a retrospective review, this event was determined to be reportable. Associated mdrs: 1061932-2011-02130, 1061932-2011-02140, 1061932-2011-02141.